Event description:
It was reported while using an unspecified bd pen needle that insulin leaked out of the needle. The following information was provided by the initial reporter: stated, the patient end bends when taking injection and insulin leaks out.

Manufacturer narrative:
Date of event. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name, city and state. And MFR site: (name & address). And the franklin lakes FDA registration number has been used for the manufacture report number.